Event description:
The customer reported a falsely elevated alinity I free t4 result generated on the alinity I processing module for one patient sample. The following data was provided (reference range: 9.01-19.05 pmol/l) : sid (B)(6), (43-year-old, male): initial result = > 64.35 pmol/l (result inconsistent with patient¿s medical history) repeat result = 13.52 pmol/l . There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not provided. This report is being filed on an international product, list number 7p70-77 that has a similar product distributed in the us, list number 7p70-30, 510k k173122.